Manufacturer narrative:
The insufflator, nti part number 7-650-00; serial number (B)(4) arrived at nti on 7/01/20 from (B)(4) distributor (B)(4). The device and complaint were evaluated under nti CAPA (B)(4) . During engineering's investigation the device was set up to an abdomen simulator with the settings as indicated in the complaint description. The unit functioned as expected under normal conditions. Further information about the incident was requested but no response has been received to date. Since details leading up to the incident and duration of the over insufflation were not provided it is difficult to determine the root cause. Possible root cause may be due to the smoke evacuator being too close to the trocar where tap was connected creating a negative pressure causing the continuous insufflation (which stabilized at 20 mmhg). It is also possible that some restriction existed at the time causing a temporary over insufflation. If further information is received from the customer that may help to identify the root cause, the CAPA may be reopened for further investigation. The device history record for 93152kcf from november of 2018 (manufacturing order (B)(4) ) was reviewed and the device passed all testing. Nothing out of the ordinary was noted. The device has not been returned to nti for repair / evaluation previously. There have been no other complaints reported to nti for this device. Any additional findings will be updated via a follow-up report.

Event description:
On 06/10/20, northgate technologies was made aware of an alleged issue with an insufflator from distributor (B)(4) in (B)(4) where it was alleged, "during use, insufflation by nebulae I didn't stop and the patient's abdomen swelled. Nebulae I was set at pressure 10mmhg and 25lpm with a smoke evacuator. Physician immediately vented gas from a port and used another unit after that. There was no adverse event. After that, our engineer serviced and did the repeatability test. But nothing abnormal was found on the unit".